Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported problem. Physio observed proper device operation through functional and performance testing. There was no failure found with the device. Hence, a conclusive cause of the reported issue could not be determined.

Event description:
During a daily check, it was reported that the device does not power on ac or dc power. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.